Event description:
It was reported when using the bd vacu tainer® sst¿ ii advance there was a damaged rubber stopper which resulted in insufficient negative pressure. The issue occurred in 2 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of the photos indicated that the tube had already been pierced, therefore no underfill was observed. A total of 20 retained samples underwent functional testing and it was determined that all tubes were within specification. Furthermore, visual evaluation of 100 retained samples did not identify any further examples of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was a damaged rubber stopper which resulted in insufficient negative pressure. The issue occurred in 2 devices. There were no health consequences or impacts reported.